Manufacturer narrative:
(B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned for evaluation; therefore a return sample evaluation was not performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, patient in (B)(6) was hospitalized for duodopa therapy and underwent procedure for placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. On (B)(6) 2019, the patient experienced abdominal pain and swelling on abdomen. Patient was suspected to have acute abdomen. Patient was treated with antibiotic therapy for elevated c reactive protein (crp). Oral intake and duodopa usage were stopped for a day due to these adverse events. Hospitalization was continued for titration of duopa and for follow up of adverse events. On unk date, the elevated crp level was resolved. Patient did not have stoma infection. On (B)(6) 2019 patient was discharged from hospital.